Event description:
It was reported that after the lead was positioned, the physician attempted to fix it using pinch-on tool which resulted in lead displacement and no sign of lead tip blocks moving together. The lead was removed from patient and tested on table. Clockwise fixation turns did not extend the helix, but the lead body rotated. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The analyst also noted:helix is bent and will not extend from the sleevehead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.